Event description:
It was reported that during a da vinci s surgical procedure, a wire on the endowrist prograsp forceps instrument broke. The procedure was successfully completed using another instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the pitch cables at the wrist are loose and the wrist does not respond to movement of pitch input. The housing was removed to find the top pitch cable detached from the clamping pulley and the cable crimp to have slipped off the cable, which may have been a result of incomplete crimping. Engineering also observed the distal end of the main tube to have a 2.5" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.